Event description:
Explanted products were returned to manufacturer by guidant as they were inadvertently sent to them. The explanted vns generator and lead came from a patient that had passed away. The cause of death is unknown at this time, and good faith attempts are being made to obtain additional information. No autopsy was performed. Product analysis was performed on the explanted generator, and did not reveal any anomalies on device performance. The explanted generator met electrical test specifications.

Manufacturer narrative:
No anomalies were identified with the returned pulse generator, which may have caused or contributed to the reported death.